Event description:
It was reported that there was particulate matter observed in an intermate unit. This was observed before patient use. The reporter stated that the particulate matter was found around the cap and the tubing. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Correction: the particle identified was not lint but an ink mark approximately 0.02 millimeter squared in size. The cause was determined to be an error in the manufacturing process. In order to address this condition the operators were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection identified a lint particle on the outer surface of the tubing. The cause was determined to be a gowning error at the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.